Event description:
A subject underwent uncomplicated cataract surgery with hydrus microstent implantation on (B)(6) 2021. At the end of the case, the surgeon noted the distal end of the microstent seemed posterior to scleral spur. At the 3-month postoperative exam, an iris-device adhesion was noted. The surgeon also noted the hydrus microstent inlet to 1st window was obscured by iris incarceration and the distal 2 windows were visible but appeared angled to the canal. At 12-month postoperative exam, iris-device adhesion with complete device obstruction was noted.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Iris-microstent touch and device obstruction are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).